Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 16-sep-2014, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 20-jul-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had back surgery about 2 months ago, and when they were using the robotics to do the surgery, they pulled the catheter out so they rolled the catheters out and left it in the patient instead of taking it out. Patient stated they have an active pump right now and they want the pump removed, but their previous healthcare provider (hcp) didn't feel it was necessary and refused to move it. Patient mentioned that they just moved to 3 weeks ago, and their doctor sent numerous referrals out to general surgeons about removing the pump, but they are all not willing to do it and told the patient to go back to the person that put it in. Patient asked for a representative to find somewhere that they can go that could remove the pump from them because the pump is inactive and it is 7 years and expired anyhow. Agent sent email to manufacturer representatives (rep) in the area to see if they can give patient a call with assistance on finding a doctor that is practicing and that can removed the pump. Patient mentioned that the pump still supposedly pumps morphine through it, but it is supposedly a minimum amount of medication from what the doctor said. Agent also sent patient a hcp listing. Additional information was received from the healthcare provider (hcp) clarifying that the patient underwent a lumbar fusion surgery that was unrelated to the device/therapy. During this surgery, the catheter was inadvertently pulled out of the intrathecal space. The catheter was left under the skin on minimal flow with plans of a catheter replacement in the future if needed.